Event description:
Complainant alleged that the medics were attempting the resuscitate a patient, in cardiac arrest but the display went blank when attempting to deliver shock. The medics attached the device to the patient using multi-function electrodes and a patient ECG cable. The patient was analyzed and the device correctly returned a "shock advised" determination and the medics administered a 200 joule shock to the patient. A second analysis was performed and the device correctly returned a "shock advised" determination and the medics administered a 300 joule shock to the patient and the patient's heart-rhythm was converted to asystole. After a third analysis was performed, the device returned a "shock advised" determination and charged energy however, when the 'shock' button was depressed, the display went blank and the unit did not respond. Approximately five to seven seconds later it appeared that energy was delivered to the patient but the display remained blank. The monitor began to charge energy again and the crew removed the battery and the medics removed the device from the patient. The medics obtained their backup device and continued to treat the patient. The patient subsequently expired, but the complainant indicated that the patient outcome was not as a result of the reported malfunction.